Event description:
The customer reported the observation of a instrument power monitor and test reordered error which occurred while running samples on an immulite® 2000 xpi immunoassay system, serial number: (B)(4). The customer obtained a discordant patient result with human chorionic gonadotropin (hcg), lot number 481 during this error. The customer did not report the negative discordant patient result to the physician, the sample was auto repeated in duplicate and recovered both negative and positive. The customer does not know which result is correct. The customer stated they did not report any of the results. The customer stopped testing on the instrument and siemens service was dispatched. There are no known reports of patient intervention or adverse health consequences due to the issue.

Manufacturer narrative:
A united states customer the siemens healthcare diagnostics remote services center (rsc) regarding the observation of an instrument power monitor and test reordered error which occurred while processing patient samples on an immulite® 2000 xpi immunoassay system. Quality control (qc) did recover within range, biorad liquichek controls (qc) prior to sample run: level: result: target: customer's range: units: 85341 5.4 6.03 4.333-7.23 miu/ml 85342 21.7 20.55 17.55-23.55 miu/ml 85343 397.0 444.53 378.53-510.53 miu/ml. A siemens service engineer went on site and reseated a loose power monitor connection. Controls were run and. Results within range with good precision. Instrument is operational. The customer has not encountered any further discordant hcg, and instrument has been restored to operation. Customer does not require further assistance.